Manufacturer narrative:
D3, g1, and g2 email is: regulatory.responses@icumed.com. H3 and h6 - evaluation codes: updated. Device evaluation: thirteen samples were returned for investigation. Eleven samples were returned used and out of their original packaging. Two samples were returned in there packaging. The cracked or broken lock nuts described by the customer were seen on eleven of the samples returned. However the crack was not replicated on the two returned samples that were not cracked. The cause of the cracking could not be confirmed. The devices that were not cracked or broken were tested and met all requirements. The cracking is likely caused from :attempting to bottom out the female being connected to the locknut". No additional actions are taking place at this time.

Event description:
It was reported that the trifurcated adapter detached/separated and cracked. Patient involvement is unknown.

Manufacturer narrative:
Other text: b3: date of event is unknown and d4: UDI section are unknown, no information has been provided to date. G5: 510k is blank, this catalog number is a component piece. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.